Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and therapy was exhausted. Technical services (ts) reviewed device data and confirmed rhythm ID (rid) was programmed on, and right atrial (ra) sensing was programmed off due to the ra port being plugged. Ts recommended reprogramming rid and to consider rate control. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.